Event description:
It was reported that during an unspecified treatment procedure, withdrawal resistance was encountered. The 70% target lesion was located in the severely calcified and moderately tortuous left anterior descending mid artery. The lesion was predilated and an unspecified stent was implanted. The physician utilized the 12mm x 3.50mm apex mr balloon for post dilation and observed there was some withdrawal resistance. To remove the apex catheter, twice the physician inflated the balloon to a higher atm prior to deflating and then was able to withdraw the catheter. The balloon was removed from the patient successfully. No complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).